Manufacturer narrative:
(B)(4). (B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by (B)(6), restenosis was found approximately 13 months post index procedure. The patient underwent revascularization by pta (poba). The patient recovered. The patient had a 6x100ml smart control stent implanted in the target lesion at the time of the index procedure. The target lesion was unknown. The rate of stenosis was 100%.

Manufacturer narrative:
Addendum (17-may-2015): additional information was provided by the affiliate. The restenosis was found inside the stent. The current status of the patient is unknown. The target lesion location is unknown. The lesion as highly calcified with 100% stenosis. The site was pre-dilated prior to stent implantation. There was no possibility of dissection. No distal disease was left untreated. ¿healthy tissue to healthy tissue¿ was covered by the stent. The residual % of stenosis after stent implantation is unknown. The patient was not compliant with antiplatelet therapy. Complaint conclusion: as reported by the (B)(4) study, in-stent restenosis was found approximately 13 months post index procedure. The patient underwent revascularization by pta (poba). The patient recovered. The current status of the patient is unknown. The patient had a 6x100ml smart control stent implanted in the target lesion at the time of the index procedure. The target lesion was unknown. The target lesion location is unknown. The lesion as highly calcified with 100% stenosis. The site was pre-dilated prior to stent implantation. There was no possibility of dissection. No distal disease was left untreated. ¿healthy tissue to healthy tissue¿ was covered by the stent. The residual % of stenosis after stent implantation is unknown. The patient was not compliant with antiplatelet therapy. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.